Manufacturer narrative:
Additional information was added to h4, h6, and h11: h4: the lot was manufactured between may 22, 2024 ¿ may 24, 2024. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the fluid did not flow through a small volume folfusor. The device contained 5-fluorouracil. This occurred during setup/preparation. There was no report of patient injury or medical intervention associated with this event. No additional information is available.